Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: sepsis: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1976097. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
E1 added zip code extension as it was omitted from the initial report that was submitted. H6 a new health effect - clinical code was added. Health effect - impact code f12 was removed. A new medical device problem code was added and code a01 was removed.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was subsequently escalated to an impella 5.5 and would eventually expire. The patient presented to the emergency department approximately 6 days prior to the initial impella implant with shortness of breath, atrial flutter, and a congestive heart failure exacerbation. The patient initially improved in the cardiac intensive care unit (cicu) but decompensated over the weekend, experiencing a ventricular tachycardia (vt) episode for which his automatic implantable cardioverter-defibrillator delivered a shock. The patient required intubation and vasopressor support (phenylephrine). A decision was made to place a heart pump to stabilize the patient for transfer to an outside hospital for advanced therapy. The impella cp heart pump was successfully placed via the right femoral artery. The patient was successfully transferred to the hospital and arrived in stable condition. However, the following day on support day two, the patient¿s plasma free hemoglobin, lactate dehydrogenase, and lactate levels all increased. The impella was reduced to p-4 performance level, and vasopressors were held. A transthoracic echocardiogram (tte) showed good pump position but raised suspicion for a mobile mass on the pigtail catheter and potential pneumonia. The following day, the patient experienced multiple atrial fibrillation events requiring cardioversion and increased medication requirements. Hemolysis was noted to have been resolved. The patient developed right lower lobe pneumonia on computed tomography scan. On day four of impella cp support, the patient continued to decline, and lactic acid results trended up. The clinical team determined the patient was a "bridge to nowhere" due to poor prognosis but later reversed the decision to escalate care. The medical team decided to escalate the patient to an impella 5.5. The impella 5.5 was implanted and the impella cp was explanted without complications. On day two of impella 5.5 support, the patient remained critically stable; however, the medical team was hopeful for recovery. On day six of impella 5.5 support, it was noted that the patient was making an incredible recovery with an improved ejection fraction of 30% on bedside echocardiogram, successful extubation, and intact neurological function. The following several days the patient continued to recover and the patient began physical therapy and was stable on impella p-6 and dobutamine. The team determined the patient was not a candidate for immediate advanced therapies due to extensive ischemic coronary artery disease not amenable to intervention, suggesting destination therapies might be required if improvement continued. However, the patient's condition significantly worsened after developing sepsis secondary to an ileus. The patient expired while on support.

Manufacturer narrative:
Patient-specific information for a4. Weight is unknown at the time of this MDR writing. The exact event date and date of death are unknown but have been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. Medical safety review. Medical safety reviewed the event and noted the following: a patient with exacerbated congestive heart failure, atrial fibrillation, and ventricular tachycardia underwent successful implantation of an impella cp device for hemodynamic support. The patient was subsequently transferred to a hub hospital. Approximately 48 hours post-implant, laboratory findings revealed elevated ldh, plasma-free hemoglobin, and lactate levels, raising suspicion of hemolysis. A transthoracic echocardiogram confirmed appropriate pump positioning but noted a possible mobile mass on the pigtail and potential pneumonia. In response, device support was reduced to p-4, after which hemolysis resolved. During this period, the patient experienced multiple atrial fibrillation episodes requiring pharmacologic intervention and cardioversion. On day 4, due to continued clinical decline, support was escalated to an impella 5.5 device. The patient initially demonstrated improvement; however, on day 11, the patient developed sepsis secondary to ileus, resulting in significant clinical deterioration and subsequent death. The occurrence of hemolysis during impella cp support is considered a serious injury, despite resolution following standard troubleshooting measures. The patient¿s death is conservatively attributed to the impella 5.5 device, as the patient was on support at the time of death. However, sepsis secondary to ileus is assessed as the most likely contributing factor. Device involvement: impella cp associated with hemolysis (resolved). And the impella 5.5: patient was on support at time of death; no direct device malfunction identified. Iin conclusion: serious injury (hemolysis) and death reported. Death likely related to underlying clinical condition (sepsis from ileus) rather the impella pump. Device status. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.